Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 400 (mg/dl). The infusion set was changed to address the occlusion and a bolus was delivered to address bg level.